Event description:
Per the clinic, the device was explanted on (B)(6) 2014 subsequent to the electrode being cut during a mastoidectomy procedure. The patient was reimplanted with a new device during the same procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report filed december 8, 2014.